Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported 3 unspecified bd pen needle's were unable to deliver medication. Report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the reporter informs that on (B)(6) 2023 when attempting to perform the application on the patient with the dose of 1.0, the pen stuck at the dose of 0.8, they tried to perform the application 3 times and was unsuccessful.. When she gave up on not trying any further, when she went to disassemble the pen, she realized that there was a piece of needle in the ampoule, she claims that she was able to remove the needle and the next day she was able to apply it normally.

Event description:
It was reported 3 unspecified bd pen needle's were unable to deliver medication. Report 1 of 2. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the reporter informs that on (B)(6) 2023 when attempting to perform the application on the patient with the dose of 1.0, the pen stuck at the dose of 0.8, they tried to perform the application 3 times and was unsuccessful. When she gave up on not trying any further, when she went to disassemble the pen, she realized that there was a piece of needle in the ampoule, she claims that she was able to remove the needle and the next day she was able to apply it normally.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed.